Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone:(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified numerous kinks throughout the shaft and the hypotube of the device. A microscopic examination identified a partial collar and shaft separation, and the shaft was flattened from 22,6cm to 23,7cm from collar.

Event description:
Reportable based on device analysis completed on 01dec2025. It was reported that a kinked occurred. The 90% stenosed, 15 mm x 30 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that a kink occurred. The procedure was completed with another of same device. There was no patient complications reported, and the patient was stable post procedure. However, device analysis revealed that a partial collar and shaft separation.